Event description:
It was reported that there was an episode of false asystole due to apparent loss of electrode contact with the tissue. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).